Event description:
It was reported that during use with one unit of oxiris set, an external fluid leakage was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection.

Manufacturer narrative:
H10: the actual sample and pictures was provided for evaluation. The visual inspection of the provided pictures showed that the filter of the set was disconnected from the support plate and the support plate and dialysate port were broken. The reported condition was verified. The most probable cause is a shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.